Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy, and did not require assistance from any third party. The customer changed supplies and continued to use the pump for insulin therapy, and has an alternate method of insulin therapy available if necessary.